Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with a tuohy connector attached. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination found the hypotube was separated 20.9cm from the end of the hub. The separated ends were ovaled which is consistent with a kink prior to the break occurring. The hypotube was also kinked near the separation. A visual and tactile examination found no issues with the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately calcified left anterior descending artery. Following pre-dilation, a 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x8mm synergy stent. No patient complications were reported. However, returned device analysis revealed hypotube break.